Event description:
2-level bilateral st360 with bak/l at each level performed. Patient fell getting out of bed and felt a "pop". Went to the hospital - x-ray showed right superior rod displaced through screw connector. The next day surgeon performed revision to right side, compressed right side over cages and added x-connect. In post-op x-ray showed left rod migrated 1/4" through left superior connector. Surgeon elected not to revise again.